Event description:
It was reported that the patient's right ventricular lead sustained micro-dislodgement and was exhibiting over-sensing of an unspecified source. No intervention was performed. There were no patient consequences.